Event description:
(B)(4). Same patient as MDR ID# 2134265-2012-05302, 2134265-2012-05299, and 2134265-2012-05178. In (B)(6) 2010, the subject was diagnosed with non q wave non st elevation myocardial infarction. Cardiac catheterization was recommended which revealed an 80% stenosed de novo lesion located in the mid left anterior descending (lad) artery. The lesion was 12mm long with a reference vessel diameter of 3.00mm and was treated with pre-dilatation and placement of a 3.00 x 20mm taxus liberte stent, with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject presented with chest pain and was hospitalized. The event was considered resolved without residual effects the following day.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).